Event description:
According to the available information, prior to use, in the packaging of a ch7 - 26 cm there was a ch6 - 26cm.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn¿t find other complaint on lot number 9595268. We received one sealed sample. After investigation it was observed that a stent ch6 (item number ys2064 lot number 9390422) was packaged instead of stent ch7. According to the investigation performed and informations known quality database was checked revealed one CAPA and one hhe health hazard evaluation double loop ureteral stent kits silicone (vv-0608563). CAPA-000213:"wrong composition of kit leading to mislabelling" was opened in (B)(6) 2024.

Event description:
According to the available information, prior to use, in the packaging of a ch7 - 26 cm there was a ch6 - 26cm.

Manufacturer narrative:
No other complaints were found for the lot number.